Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014: contamination of the keypad button contacts, no vibratory function.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: on examination, the keypad cover was detached from the pump. On testing, all the keypad buttons had normal response. The keypad cover was removed for investigation and revealed contamination under the contacts of all the buttons. The pump had no vibration functionality when powered on. The pump was opened for investigation and revealed the motor contacts out of alignment causing the vibration motor not to work.